Event description:
The customer reportedly obtained a 119mg/dl and "hi" (greater than 600mg/dl) on the accu-chek compact plus system within a ten min timeframe. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.